Manufacturer narrative:
(B)(4).

Event description:
It was reported that four months after this right ventricular (rv) lead was implanted there was a lead safety switch from bipolar to unipolar due to high out of range pacing impedances greater than 3000 ohms and noise that was being oversensed. The patient was brought into the office where they reprogrammed to bipolar sensing and the noise was less than unipolar configuration, however still observed and oversensed. Subsequently, an additional procedure was performed where the whole system was upgraded from a pacemaker to a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned and analyzed. Resistance testing found the lead was not electrically continuous, and detailed analysis including an x-ray confirmed that the outer conductor coil had a fracture 242mm from the terminal pin. Visual examination of that same area found the outer insulation was pinched on one side making the appearance not quite round, and bends and a slight twist in the insulation between 175 and 209mm from terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high out of range pacing impedances and noise were likely caused by the confirmed fracture. 3191 code was used to denote surgical intervention.

Event description:
It was reported that four months after this right ventricular (rv) lead was implanted there was a lead safety switch from bipolar to unipolar due to high out of range pacing impedances greater than 3000 ohms and noise that was being oversensed. The patient was brought into the office where they reprogrammed to bipolar sensing and the noise was less than unipolar configuration, however still observed and oversensed. Subsequently, an additional procedure was performed where the whole system was upgraded from a pacemaker to a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.